Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. The customer was informed the device is no longer serviceable and advised to removed the device from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device wouldn't discharge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however no health consequences or impact was reported.